Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.

Event description:
It was reported to boston scientific in 2005, that a trapezoid rx lithotripter compatible basket device was used for a stone retrieval procedure (patient age, gender, and weight unknown) one day prior. According to the complaint, "the wire inside the handle was not working while crushing the stone, ...[the physician] was not able to re-open the basket..." The physician completed the procedure with a second trapezoid rx lithotripter compatible basket. No patient complications were reported as a result of this issue and the patient was reported as "ok" following the procedure.